Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced intermittent bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) and the ilet, resulting in a sensor pairing delay and signal loss. No adverse clinical symptoms reported. Outcomes included temporary loss of cgm data transmission without medical intervention. User support included remote troubleshooting and user education, including toggling settings, restarting the ilet, and advising a wait period for reconnection. Investigation of this case revealed a brief sensor communication issue consistent with cgm signal loss, with no ilet hardware malfunction identified and no device component damage reported. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and transient connectivity conditions.